Manufacturer narrative:
Concomitant medical products: product ID: 3058, serial# (B)(4), implanted: (B)(6) 2010, product type: implantable neurostimu lator. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient's implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation. MRI tech reported patient stated his device "has not worked in years. There was no symptom reported.please refer to mfg. Report # 3004209178-2019-09926, for same reported information .